Event description:
It was reported that the user experienced a low glucose event with a nadir around 60 mg/dl, improving to 68¿69 mg/dl during the call, with cause unclear and no associated device alarms reported. Symptoms included no reported hypoglycemic symptoms. Outcomes included self-treatment with oral carbohydrates, including apple juice and soup, without medical intervention or hospitalization. Investigation included a troubleshooting discussion and user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and no component issues identified, with the event consistent with hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.